Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stand adaptor and one powered stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Engineering's visual inspection of the adapter noted two cracked solder joint and a bowed switch. During this investigation, a secondary unrelated condition was identified as follows; bowed switch and cracked solder joints. The results of this investigation cannot be cannot be reliably determined. The secondary condition of a malfunctioning switch is the result of several variables including: improper solder operation at the vendor location, improper assembly of the sealed switch to the mma board at the vendor location, a bowed switch and/or improper soldering during assembly. A product enhancement has been implemented to prevent this condition from re-occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during an installation presentation of a powered stapler at the thoracic surgery department, the device did not work. After the insertion of the reload, the indicator was flashing white. The powered stapler would not work because it did not recognize the reload. The battery was taken out and put back in, as well as the adaptor and reload, but the device still did not work. The cartridge was then used with a manual stapler and worked fine. The device did not enter firing mode.